Event description:
On (B)(6) 2013, it was reported that the vns patient saw a pulmonologist recently and after reviewing her x-rays said that the "wire is doing something to her throat and needs to be removed because it could cause an infection." It was stated that the device was disabled sometime the previous year but the patient is choking, vomiting, and wetting herself. The patient stated that when she had previously had her leads replaced, the surgeon told her that he had to get closer to her vocal cords when putting the new wires in. Good faith attempts for further information from the physician were unsuccessful. Although surgery is likely, it has not occurred to date. It was previously reported that when the patient's device stimulates, it causes her to cough. The diagnostic history of the generator was searched and all results show normal diagnostic results and no evidence of a device malfunction. The patient's doctor reduced the output current in an attempt to alleviate the reported coughing. There was no indication that this intervention was taken to preclude a serious injury. Follow-up with the physician's office revealed the patient was recently seen and the output current was reduced from 1.75 to 1.5ma, and diagnostics were normal per the chart. The patient has not contacted the office since that time and as such it is assumed by the office the patient is tolerating the vns settings. In (B)(6) 2012, the patient reported that she has been having an issue with coughing for a few years, but has progressively gotten worse and is now causing difficulty in breathing. She said that when she disabled her device with the magnet for four days, it did get a little better, but returned when the magnet was removed. She also reported that she stopped seeing her physician because she didn't feel he was taking her complaint seriously, and currently doesn't have a physician. The patient stated that she saw her family practitioner and was given medications for coughing and allergies, but that didn't resolve the issue, which is why she thinks it is due to the vns. The patient later reported that she found a physician who would be able to turn her device off.